Event description:
The patient received two leads with the same lot number. It was reported the patient never received effective pain relief when using the system. Surgical intervention was undertaken on (B)(6) 2014 and the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.